Event description:
Email received in corporate mailbox on (B)(6) 2011. Patient reported that she went through 5 to 6 cassettes that when priming the patient line, the solution sprayed. Patient stated the machine gave her a reload the cassette message. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2011 regarding the overprime. The hp reported that the issue was resolved by the hp being more careful when removing the patient line cap from the patient line. The hp stated that she would just pop the patient line cap off which would cause solution to come out. The hp said that she would have a towel on her lap to catch solution that came out. The writer advised the hp that allowing the solution to come out of the patient line was not proper technique and referred her to her nurse for instructions on proper priming technique. Per hp she was not stacking bags on the heater. The hp did not remember what reload message that she was getting on the cycler. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any other of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was known, a batch review will be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.